Event description:
It was reported that an I let user experienced concern about early low glucose treatment and discomfort using the pump, treated perceived drops with juice when glucose decreased from 210 mg/dl to 150 mg/dl, and requested to stop pump use after being shown how to turn the pump off, consistent with an improper or incorrect use procedure and no applicable device component. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem of overtreating hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.